Manufacturer narrative:
(B) (4).

Event description:
The patient was seen for consult on (B) (6) 2009 and the battery ok. It was also checked with the pt programmer on (B) (6) 2009 and was ok. On (B) (6) 2009, the pt was found lying on the floor. No telemetry was possible. The pt fell because the therapy was no longer effective. There was emergency hospitalization with ipg replacement. The device parameters were: r 2.7v, 60 mcs, 160 hz, 2-; l 3v, 60 mcs, 160 hz, 5- "tension 2.48v; residual capacity: 80 a 90". The pt was re-implanted and was "ok".